Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture and a new rv lead was placed. Additional information indicated that the rv lead exhibited high impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was capped due to lead fracture and a new rv lead was placed. No additional adverse patient effects were reported.